Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and the insulin gauge showed 230 units; however, the contact stated 250 units of insulin had not been delivered. Tandem technical support recommended the customer fill the cartridge with 450 units of insulin to prevent overfilling the cartridge. The customer declined to load a new cartridge onto the pump and was recommended to call back during the next cartridge change to go through the load process with tandem technical support. The customer's blood glucose level was not impacted (ranged from 80-90 mg/dl).